Event description:
The customer reported that the motor is protruding from the case. The customer stated that she can press on the case to push the motor back in, and insulin pushes through the tubing. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.